Manufacturer narrative:
Follow-up # 1 ¿ (10/09/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 9/30/2013 and 10/2/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/29/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/7/2013 and 10/23/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter displayed an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 1130 am. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual dose of medications. About 5 hours after the start of the alleged issue, the patient claimed she felt symptoms of shakiness and fast heartbeat. The patient took more food and/ or drank a beverage. The cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lfs products involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.